Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw of the device broke. The broken part of the device was removed and the surgeon used another same like product. There were no adverse consequences for the patient reported.